Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record evaluation: no nonconformity report or documentation or labeling change is required. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lot no. Is unknown as it was not provided. Unique identifier (UDI #) is unknown as lot no. Was not provided. (B)(6). Manufacturer date is unknown as lot no was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the surgeon observed blacken material in the patient¿s operative eye when using the diathermy pencil from the tip on the patient¿s operative eye. The surgeon believes he was using the diathermy power at 15 percent. The surgeon removed the foreign material during the procedure, however, when the patient was seen for a 1-day post op exam, the surgeon noted the material remained in the conjunctiva. A secondary procedure was required to remove the material observed in the eye. It was reported the patient¿s visual acuity was not affected.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.